Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture and high pacing impedance. On (B)(6) 2025, the physician capped and replaced the rv lead. The patient condition was stable.